Event description:
The customer reported that the laser automatically activated without input from the operator while the doctor was performing a procedure. No injury occurred.

Manufacturer narrative:
The instrument was inspected by a service tech at the customer's site on (B)(4) 2010; upon performing a self-test, the instrument did not malfunction or indicate any error codes. The instrument was returned to carl zeiss meditec (B)(4). The instrument was evaluated over the course of two days. Initially, no indication of failure occurred although an error code was noted in the system's error log. In subsequent testing, the instrument failed on one occasion, however, the failure is not repeatable. The instrument is being returned to the MFR in (B)(4) for further eval.